Manufacturer narrative:
The manufacturer' service representative performed an on-site investigation. The two main input fuses were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system would not boot up. No pt injury was reported.